Event description:
The patient's healthcare provider reported the patient experienced diabetic ketoacidosis and elevated blood glucose of over 600 mg/dl. The patient received treatment from the health care provider to lower her blood glucose. She switched to her backup infusion device and her blood glucose returned to normal. No further information is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will provided in the supplemental report.